Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was passing the scorpion needle through the patient's meniscal and the tip of the needle broke off. X-ray was taken post-op and confirmed the broken tip is in the body. The case was then completed with no further incident. The rep was not present for the case.